Event description:
Dr tried two cutters of 2540ce both in the same lot and they would not cut. They didn't do anything. They did have pt contact, but no injury. Cutters were tested prior to surgery and worked. When surgery started the cutter sounded like it was working but was not cutting. Aspiration continued. They tried the 20 gauge they had on hand and it worked. They borrowed a 25 gauge from the hosp with a different lot number and they also worked.

Manufacturer narrative:
Device eval summary: report: vitreous cutter did not cut. Analysis: vitreous cutter was returned bent. Vitreous cutter tested and inspected and did not meet cut test specification due to the vitreous cutter being bent.